Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a deformed transfer set. The transfer set could not disconnect from the uv assist device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and did not find any issues related to the reported event. Functional testing performed included leak testing, clear passage test, clamp function test, and set connection/disconnection using the uv flash machine. All functional testing performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.